Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, dislodgement of the right atrial (ra) lead was confirmed by diagnostic imaging. The ra lead was explanted and replaced. The patient was stable.